Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly on multiple occasions. At the time of the report, customer had elevated blood glucose (bg) levels (286 mg/dl). Customer delivered a bolus to address elevated bg levels. The contact stated a new cartridge will be loaded onto the pump to resume insulin delivery. Reportedly, the customer will continue to use the pump for insulin therapy.